Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2023-04719. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that the device was leaking between the catheter and lumen nob connection. No medical or surgical intervention was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI information is unknown. Premarket (510k) number is unknown.